Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-07982, 2017865-2020-07983. It was reported that the patient presented with an unspecified infection. The physician explanted the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead. The right ventricular lead was replaced with a temporary pacing lead. The patient was in stable condition.